Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2023-06512. This complaint will be closed as duplicate.

Event description:
It was reported to philips that the allura device would not start up. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality.